Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced repeated infusion occlusion alerts on a steel 6 mm contact detach set, with blood glucose reported as ¿high¿ and later measured at 350 mg/dl; troubleshooting included resuming delivery, priming to confirm smooth insulin flow, and ultimately changing the infusion set and supplies, after which occlusion alerts ceased and glucose trended down. Symptoms included hyperglycemia. Outcomes included temporary interruption of insulin delivery and user monitoring without hospitalization. Investigation included user troubleshooting guidance and follow-up to assess blood glucose trend. Investigation of this case revealed that the occlusion was resolved after replacing the infusion set, consistent with an infusion pathway obstruction associated with the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.